Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that her incision site was sore and tender to the touch. She could not sleep on the same side as the implantable neurostimulator (ins). It was red at the incision site but not puffy like it was infected. It was also noted that it was red and puffy. No twisting. The patient was sick. This was considered a sudden change in therapy/ symptoms. Additional information received from the consumer reported that they initially called for confirmation that it was okay to have an x-ray done. They agreed that some incisions take a little longer to heal. It was getting better and the patient expected it would be fine soon. It was further reported by the consumer on (B)(6) 2015 that the site showed no signs of redness or irritation and they had discussed this with the manufacturer representative (rep). The patient was diabetic so it may take a little longer to heal. There was still some tenderness but it was better. Additional information received from the patient reported that the implant was working as it was supposed to at controlling her bladder. However, she was getting painful shocks at the site of the ins the last few days. It didn¿t happen all the time but it was staying a little sore and when she would get the shocks, they would last for about 5 or 10 minutes and then go away to return a few hours later or a day or two later. The implant site had always been tender. She was wondering if the ins could be resting against a nerve, causing the pain. She didn¿t want to ask her doctor as she had only been his first or second patient. She did not have stimulation set too high and she had only adjusted it once and was set at 0.7. She didn¿t think there should be pain at the implant site as she felt stimulation at the vaginal area before. Additional information received from the patient in response to follow-up reported that the program was raised from 0.7 to 0.8 on (B)(6) 2016 to address the shocking. It was not known what had caused the shocking but it was not occurring anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.